Event description:
It was reported that 30 minutes after the stent implantation completed, the pt felt waist pain. The doctor checked the pt¿s waist through x-ray imaging. Under the imaging, the doctor observed that the stent tip in the kidney bent in the opposite direction. This complaint stent was removed completely, and replaced with a new stent. There was no reported incident after the replacement.

Manufacturer narrative:
A review of the device history record found nothing that could cause or contribute to the reported event. In addition, the mfg process for this product code showed that this stent is received from a supplier who provides certification that the stent has been manufactured, inspected, and accepted according to the specs provided by the MFR. As a finished good, quality assurance performs random visual inspections to assure that all components are present and correct. The instructions for use for the product states in the precautions section the following related to proper use of stents: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cytoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt¿s condition and other pt spec factors. When long-term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).